Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she accidentally went into the pool with her pump on and when she came out of the water, the pump had a battery out limit alarm. Customer's blood glucose was 161 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer was assisted with clearing the alarm and reprogramming the time and date. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer had some failed battery test alarms in the alarm history. The button error alarm was not present in the history at or around the time that the pump was exposed to moisture. Customer performed the self test and the pump passed. Customer was advised to monitor the pump.